Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm and also experienced issues while doing the software upgrade on the application manager. The customer experienced hypoglycemia and reported a blood glucose value of 74 mg/dl and was treated with glucose intake. The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, 78893-01, mmt-1884, and mmt-6101. Troubleshooting was not performed for the low blood glucose event, and instinct sensor general documentation. Troubleshooting was partially performed for software upgrade issue. The issue was unable to be fixed and troubleshooting for the error was unable to be performed as the customer used another mobile device to complete the upgrade. The customer was assisted in completing the software version, and the customer was assisted in unpairing the customer¿s own phone and pairing the application manager. The customer was assisted to start using the instinct sensor. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was partially performed for the battery failed alarm. No further patient complications were reported. No product return is required for mmt-7040a, mmt-242a, mmt-332a, 78893-01, mmt-1884, and mmt-6101.